Event description:
Staff reported that the head of bed will not run up. No injury reported.

Manufacturer narrative:
Tech found the head will not run up. Replaced the hydraulic valve to resolve this issue.